Event description:
It was reported that during a renal aneurysm coiling procedure, the coil detached prematurely from the pusher wire and migrated inside the patient.the aneurysm was located in the tortuous renal artery. The physician initially advanced a renegade microcatheter and loaded a 4mm x 7mm complex helical-18 fibered platinum coil, however, the coil became stuck inside the renegade. The renegade, along with the coil, were removed from the patient. Next, the physician grabbed another renegade microcatheter and loaded a new 4mm x 7mm complex helical-18 fibered platinum coil. The coil became stuck inside the renegade. The physician continued pushing the coil with the coil pusher, however, the coil prematurely detached from the pusher wire and migrated to ¿the leg¿. The physician snared the coil and removed it from the patient. The procedure was not completed due to this event.no further patient complications were noted and the patient¿s status post procedure was reported as ¿fine¿.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)